Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07800. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2012 and mesh was used. Approximately five months later, the patient developed a recurrent hernia. The patient had a second surgery on (B)(6) 2012. During the procedure, it was noted that adhesions were present and the mesh had shrunk in size. The adhesions were lysed and the recurrent hernia repaired. Additional information has been requested.